Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient¿s right ventricular lead was capped and replaced due to a low voltage impedance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).